Event description:
A pt reported experiencing inaccurate low results with a meter. The pt's blood glucose results were 92mg/dl, 64mg/dl. Tests were done within 10 minutes with a difference of 25mg/dl. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "customer had not cleaned meter". Customer cleaning meter incorrectly.